Manufacturer narrative:
This report is submitted on march 27, 2020.

Event description:
Per the surgeon, the patient experienced skin breakdown resulting in the implant extruding. The implant was successfully re-positioned (date unknown).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020. This report is submitted on april 24, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020. This report is submitted on april 24, 2020.

Event description:
Per the clinic, the device was explanted on april 3, 2020.